Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had experienced itching. The physician confirmed that the pt's pump had three motor stalls with recoveries; the length of the motor stalls was not reported. The stalls were recorded in the event logs. The reason for the stalls was unk. The pt did not have any exposure to emi (electromagnetic interference). Two physicians heard the audible pump alarm while with the pt. The pt stated that he had heard the "chirping" sound, the last couple of days. The pt's status was stated as being "ok". A pump replacement for the pt was planned. The medication being delivered via the device system was lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.